Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6 (device codes): imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) procedure. The procedure date is unknown. During the procedure, while pulling the device through the stoma site the whole peg tube came out. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.